Manufacturer narrative:
All buttons on the insulin pump function properly. The device had no button error alarms noted. However, corroded keypad traces noted during visual inspection. The insulin pump passed displacement tests, prime, basic occlusion, excessive no delivery alarm test, and occlusion test. The motor tested ok. The insulin pump had a no motor anomaly noted, a cracked reservoir tube lip, cracked battery tube threads, scratched display window, and a cracked case near display window corners noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not performed. The device was returned for analysis.